Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was implanted to treat a right hepatic duct stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the patient's anatomy was tortuous. During the procedure, the stent was placed successfully. According to the complainant, the white distal tip of the delivery system became hooked on the stent during removal of the delivery system without applying extreme force. It was noted that the white distal tip detached and fell into the patient. The tip was removed from the patient using an unknown device. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A detached piece of the inner shaft with the device tip of a wallflex biliary uncovered stent delivery system was returned for analysis. A microscopic examination of the inner shaft found that it was kinked and stretched. The break point at the proximal end of the inner shaft appears warped. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. Review and analysis of all available information fails to indicate a root cause or probable root cause. The reported event suggests the device may not have been used in accordance with the labeling. However, only the detached piece of the inner shaft was returned, and so it was not possible to determine the condition of the remainder of the delivery device.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex¿ biliary rx stent was implanted to treat a right hepatic duct stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the patient¿s anatomy was tortuous. During the procedure, the stent was placed successfully. According to the complainant, the white distal tip of the delivery system became hooked on the stent during removal of the delivery system without applying extreme force. It was noted that the white distal tip detached and fell into the patient. The tip was removed from the patient using an unknown device. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.